Event description:
We opened 2 pi drills intraoperatively that get extremely hot, and they damage the metal of the burrs. There are no more sterile pi drives. Dr stated he isn't sure he will be able to finish the case and asked me to reach out to the rep. The rep explained that our only option would be to borrow a drill from another site. Rn reached out to coordinator about getting a drill from another site. No other campuses had a drill available.